Event description:
It was reported that the tubing of an interlink vented basic solution set detached, separating the device into two parts. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation at the plant. Visual inspection confirmed connection between tubing and drip-chamber was separated. Upon close inspection on the tubing end of the returned sample, there was a distinct surface difference at tubing end compared to middle part of the tubing. Surface at tubing end indicated the presence of solvent being applied, since it was found more shining compared to middle part of the tubing. No other test was performed. The assignable cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.